Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Device not returned.

Event description:
At a PICC insertion, one PICC nurse started, but when the patient was difficult to access and she did not get into the vessel, another PICC nurse was called in. An mi kit was opened. The new PICC nurse used a pvc in the vena cephalica and entered the guidewire and continued with the micro introducer and the catheter. When the colleague asked if the guidewire was removed, the PICC nurse answered yes. The patient was x-rayed after insertion when navigation in the system did not work satisfactorily and then the guidewire was seen in the vena brachiocephalica down the vena cava superior. The catheter is in the transition vena cava superior right atrium. The vessel surgeon took the guidewire out through the patient's groin the same day.